Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to experiencing dizziness and ventricular heart rates below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. It was determined that low pacing rate was due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The reprogramming was done and the rv lead remains in use. No further patient complications have been reported as a result of this event.